Manufacturer narrative:
Patient identifier and weight is not available for reporting. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: january 30, 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a suprapatellar tibia nail procedure on (B)(6) 2017 using the suprapatellar tibia nail instrumentation to treat a mid-shaft tibia fracture. Upon inserting the nail, during the surgeon¿s first strike of the driving cap which was attached to the insertion handle, the driving cap broke off from the threaded tip of the driving cap. The device breakage was external to the patient. The fragments were easily retrieved. No harm was reported to the patient. The surgeon intended to use the back slap instrumentation but because the driving cap broke the instrumentation was seated by striking the insertion handle. There was no surgical delay reported. The procedure was successfully completed. The patient outcome was stable. Concomitant devices reported: insertion handle (part 03.010.440, lot 11-3111, quantity 1). This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The 03.010.475 lot number 7719722 driving cap was returned and reported to have broken intraoperative. This complaint condition was likely caused by off angle hammer blows; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The returned 03.010.440 lot number 11-3111 insertion handle was received without allegation or identifiable complaint condition and therefore an investigation will not be performed for this part. The 03.010.475 driving cap is an instrument routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails per relevant technique guide. The device was returned and reported to have broken intraoperative. This condition is confirmed; the distal threaded tip has sheared off and is lodged in the returned insertion handle. It is likely that off angle hammer blows have led to this complaint condition. The device was manufactured in 1/2012 and is over five years old. The balance of the returned device is in fairly worn condition consistent with use with a hammer. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.